Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient (pt) stated that they think their programmer has a defect because when patient tries to change the program to an "upper program" the programmer "didn't let me do that". Pt stated they tried changing the programmer batteries and stated that didn't resolve it and pt reported their programmer is not working. Pt stated they think the programmer might not be working since pt has had it for 4 years. Agent tried to clarify if pt is getting poor communication when they are not able to change programs and pt stated they did not have the programmer on pt on the call, and stated programmer was just turned on and it showed the poor communication screen. Pt stated they put their programmer "outside from where the controller is located" (agent not clear what pt was referring to by this statement). Pt then stated they turned programmer on and was getting poor communication screen. Pt also stated that it is showing a "battery in the upper part", then it cut off. Pt will schedule appt. With hcp and rep to assist with troubleshooting in person. Due to the nature of the call and language barrier agent was unable to complete troubleshooting. Agent tried to clarify if a medtronic rep was notified of this issue and pt could not confirm and the translator stated "once she (pt) had some problems and was feeling like electricity and a representative went to their house to check the device". Reviewed role of ps and redirected pt to their healthcare provider to further address the issue. No further complications were reported at this time.